Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) has corrosion. Based on the investigation, the root cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on bending section cover (a-rubber) has corrosion. There were no reports of patient involvement.